Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of 400 and 300mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan's criteria for precision. The patient also stated that they felt these readings were inaccurately high compared to their normal readings/feelings. The patient manages their diabetes with a combination of medication, including metformin, glipizide and novolog. The patient reported increasing their usual dose of novalog in response to the reported readings. The patient reported that 30 minutes later they developed symptoms of blurry vision, sweating and feeling hot&#56224; the patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms while using the subject meter.